Event description:
It was reported that shaft break and vessel dissection occurred. The target lesion was located in a coronary artery. A 2.50 x 8mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the shaft broke in half. The physician removed the pieces from catheter, and dissection was also noted. No further patient complications were reported. It was further reported that the target lesion was located in proximal left anterior descending artery. During advancement of the stent through a 6f guide catheter, the shaft broke at the hemostasis valve. The procedure was completed with non-boston scientific device and the patient was stable after the procedure.

Event description:
It was reported that shaft break and vessel dissection occurred. The target lesion was located in a coronary artery. A 2.50 x 8mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the shaft broke in half. The physician removed the pieces from catheter, and dissection was also noted. No further patient complications were reported.